Event description:
Recently I switched from the g6 dexcom to the g7. My g7 connected with my omnipod, the way they are supposed to for about a day. I called dexcom about the issue and they referred me over to omnipod. Omnipod did their best trying to help troubleshoot the situation however, the final answer that I got was that the devices are located too far apart the pump being on my right stomach and the glucose monitor being on my left arm I had never had these issues with the g6. I think this distance is an issue because I have to rotate my sites to not get scar tissue. Also last night my bg was dropping very low very fast. The dexcom read my blood sugar at 50 and I manually checked my blood sugar and I was actually around 30. A difference small as 20 may not cause an issue with a higher blood sugar. However, my blood sugar reading 30 could be seriously life-threatening. I struggled to get my blood sugar to rise for over an hour due to the dexcom reading illegitimately.